Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014.

Event description:
It was reported there was non-sustained high rate episode with possible electromagnetic interference/oversensing on stored electrograms. The implantable cardioverter defibrillator (ICD)  remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.